Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left sided atrial flutter (l-afl) with a pentaray nav high-density mapping eco catheter, and medical device entrapment and foreign body in patient issues occurred. Two of the electrodes came off the catheter. The electrodes were caught on a mechanical valve and were left inside the patient. The pentaray nav high-density mapping eco catheter instructions for use list use of the pentaray in prosthetic valve as a contraindication. The observed device entrapment and foreign body in patient issues have been assessed as MDR reportable.